Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer's report, the hcp pressed the button to activate the safety mechanism, but the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-04. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard unit with no product documentation to indicate the lot number. Additionally, seven photos were provided for investigation. A gross visual inspection of the returned unit found that the corner of the button was deformed. Microscopic inspection was performed, and no adhesive or bound spring was found. These defects are known to cause needle retraction failure. The unit was functionally tested by attempting to press the button and retract the needle. A large amount of resistance was encountered when pressing the button. Upon pushing the button down, the unit retracted as expected. It is likely that the deformation previously noted on the button was impeding proper button actuation which led to the needle not retracting. The button was carefully removed from the grip for further inspection. The deformation seen on the button appeared as though the material at the corner of the button had been melted. Inspection of the inside of the grip where the button slides, found that there were scratch marks likely originating from the button grinding against the wall of the grip. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer's report, the hcp pressed the button to activate the safety mechanism, but the needle was not retracted.